Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose was 147 mg/dl, 93 mg/dl, and 136 mg/dl within 10 minutes, with a difference of 25%. Pt did not experience any adverse events. No further info has been reported.